Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a bolus wizard anomaly on the insulin pump. Customer's blood glucose level was 107 mg/dl. Customer stated that she was going through programming the pump, but when she checks her blood glucose level, the number does not flash and she cannot activate to have it go to the bolus wizard. Customer's bolus wizard settings were checked and the bolus wizard was on and completely set up. Customer confirmed that she did not having anything running on the pump. When customer presses the b button, it does take her to the bolus wizard. Customer ran the self test and passed. Customer checked her blood glucose level to confirm the behavior that she was describing. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.